Manufacturer narrative:
The customer¿s report that the tubing set leaked was confirmed. (Utilizing a retained sample from the same lot/batch). The leaks occurred at the engagements between the microbore tubing and the male luer adapter. Further observation under microscope revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. A residual clear, colorless liquid was present within the sets. No anomalies or evidence of damage on the sets or components were observed upon initial visual inspection. Functional testing was performed and small droplets were observed at the engagement between the tubing and the inlet port of the male luer. The root cause is improper solvent application due to inadequate maintenance of the solvent dispenser and an improper holding time. This creates an inadequate interaction at the affected engagement that can lead to leaks after sterilization.

Event description:
It was reported that the tubing leaked. The female patient in labor had epidural placed and bolus given by anesthesia. The patient was comfortable. About (2) hours later, the patient was in a lot of pain. The rn checked the epidural catheter, it remained in place. The rn called anesthesia to the room to check the tubing. They found the bed and pillow were very wet. Anesthesia felt that the filter may have been leaking. The patient was bolused and new tubing primed and filter was removed by anesthesia. After a couple of minutes, the new tubing was leaking in the same area as previous tubing. Anesthesia suggested it may be a bad lot. The lot number was checked and (3) more tubings with that lot were found and removed. A different lot number was obtained, primed and attached to the patient. There was no leaking observed and there were no further issues.